Event description:
It was reported by our (B)(4) affiliate that approximately 2 months post tavr procedure, cardiac failure and aortic regurgitation were observed. A 23mm sapien xt valve was implanted in a 60:40 aortic/ventricular position via a transfemoral approach. Post implantation, mild paravalvular leak (pvl) was observed. After discharge, the patient had symptoms of cardiac failure and was repeatedly hospitalized. The cause of cardiac failure was thought to be the pvl and two months after the tavr procedure it was decided to perform a bav. An echo done at the beginning of the bav procedure showed that the pvl had worsened after the tavr procedure and was now moderate circumferential pvl; however the implant position of the valve remained to be the same. The valve was post dilated with a 23mm z-med ii balloon with 1ml more than nominal volume. There was still near-circumferential pvl after bav, so a 2nd post dilatation was performed with an additional 1ml contrast. After the second post dilatation there was mild pvl and mild transvalvular leak observed. Overall evaluation was determined as moderate aortic regurgitation. The procedure was completed. The physician stated that they felt the pvl would not be reduced even if valve in valve was performed with a 23mm valve and that a 26mm xt valve might have been better than a 23mm xt from the beginning. The patient aortic annulus measured 20.5mm by tte with mild calcification.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the 23mm xt valve worsening pvl cannot be confirmed; however, it was reported that a 26mm xt valve may have been a better option for this patient. There was no allegation or indication that the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.